Event description:
It was reported that the left ventricular (lv) lead was explanted due to high pacing thresholds. This cardiac resynchronization therapy pacemaker (crt-p) was explanted as well due to the battery being depleted as a consequence of high outputs needed for adequate capture. New crt-p and lv lead were implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.